Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during a wide complex rhythm. An inappropriate shock was delivered as a result. It was noted that the patient was playing soccer at the time. The physician plans to schedule the patient for exercise testing on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.